Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable low result for 1 patient tested for elecsys hcg + beta test system (hcg+beta) on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. The initial hcg+beta result from the primary tube was 0.178 miu/ml. The same primary tube was retested on (B)(6) 2018 and a hcg+beta result of 481 miu/ml was obtained. The hcg+beta result of 481 miu/ml was deemed to be correct. The erroneous result was released outside of the laboratory to the patient. Control results on the day of event were acceptable. There was no allegation of an adverse event. The hcg+beta reagent lot was 259199 with an expiration date that was not provided. Further analysis of the analyzer alarm history showed no noteworthy alarms. The investigation is currently ongoing.

Manufacturer narrative:
A more specific hcg+beta result from (B)(6) 2018 was provided. The specific result was 481.7 miu/ml. There have been no further discrepant results reported. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
There have been no further discrepant results reported. The investigation was unable to find a definitive root cause.